Event description:
It was reported by a customer in the USA that, during patient use, an ht70 plus ventilator stopped cycling. The patient was ambu bagged, and transferred to another ventilator. There is no reported patient injury.

Manufacturer narrative:
The ventilator was evaluated by the distributor. It was found that the ventilator displayed a "sys error high token: 1, a" error code. The distributor informed covidien technical support of the error message, and was advised to replace the single board computer (sbc) as the error code was due to a memory issue. (B)(4).